Event description:
High impedances were measured on one electrode of a quadripolar lead. The other three electrodes had impedances around 800-900 ohms. The hcp had used a forcep to tighten during the procedure. Pt symptoms and outcome were not reported. Additional info has been requested. A f/u report will be submitted if additional info becomes available.